Event description:
A pump declared an altitude alarm, but there was no adverse impact on the customer¿s blood glucose level. The customer's insulin was initially suspended as they were unable to load a cartridge due to a cartridge fit issue. Technical support instructed the customer to gently clean the speaker holes and reconnect the cartridge, after which insulin delivery was successfully resumed. The pump returned to normal operation, and the customer received guidance on preventing future altitude alarms.